Manufacturer narrative:
The available information suggests this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited intermittent loss of capture. An invasive procedure was performed and it was discovered the lead had dislodged. The lead was successfully repositioned. No adverse patient effects were reported.